Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that there was a demand repair for the cardiosave intra-aortic balloon pump (iabp), had blood contamination in the pneumatic interface module and safety disk.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer evaluated confirmed blood contamination in pneumatic interface module and safety disk. Blood did not go past the safety disk. Further inspected unit for other signs of blood contamination. No further issues found.